Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the sphb readings are incorrect. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alert conditions. During simulation testing, the device was found to provide accurate measurements. No performance issues were identified. The reported issue was unable to be confirmed.

Event description:
The customer reported that the sphb readings are incorrect. No patient impact or consequences were reported.